Manufacturer narrative:
(B)(4). Device evaluation: a visual and microscopic examination identified that the stent moved distally on the balloon. There were kinks along the entire length of the hypotube shaft. Resistance was encountered when the product mandrel was inserted through the lumen. Solidified blood was present within the entire length of the inflation lumen indicating the device had been used in vivo. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
Reportable based on the product analysis completed on (B)(4) 2011. It was reported that during a coronary stenting treatment procedure the device was unable to cross the lesion. Access was obtained through the radial artery. The 2.25x12mm, 98% stenotic, de novo and eccentric shaped lesion was located in the severely tortuous and severely calcified left circumflex artery. No predilation was preformed. The physician advanced the 2.25x12mm taxus liberte stent to the lesion and was unable to cross. The procedure was completed with another 2.25x12mm taxus liberte stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed that the stent moved on the balloon.